Event description:
It was reported that, "patient reported that since 2008, she has been experiencing squeaking when walking, so loud everyone can hear it. Patient also stated that along with the squeaking there is also a popping noise that gives her the sensation that someone is punching her on her right hip. Patient was advised to get a copy of medical record."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.